Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to the procedure the patient¿s right atrial lead had intermittent capture. The patient¿s right atrial lead was found via x-ray to have dislodged from the original location. Upon opening the pocket, it was revealed that the right ventricular lead had an insulation break proximal to the ring. Both leads were explanted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2019-05157.